Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with multiple s321 (motor error - pmc, left) malfunction alarm codes. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, s321 (motor error - pmc, left) malfunction alarm codes were found in the device history. Though requested, no add'l info was provided.